Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a device replacement procedure, the subject ICD was planned to be implanted. However, it was observed that the patient information screen was already filled in with another patient's information, and the device had already been programmed. The device was not implanted and was replaced.

Event description:
During a device replacement procedure, the subject ICD was planned to be implanted. However, it was observed that the patient information screen was already filled in with another patient's information, and the device had already been programmed. The device was not implanted and was replaced.